Event description:
A pt experienced respiratory distress while connected to ventilator. The customer stated that the ventilator was autocycling when the peep function was used. Although the attending physician did state that there was no pt injury he did feel that had the ventilator not been removed the pt's health could have been compromised. Customer service engineer inspected the unit and verified the reported malfunction. The cse removed and replaced the exhalation valve. The unit passed its total extended self test. This report is not an admission by co to the vent alleged in this report.